Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that the valve cap of the pleurx catheter is leaking. Per complaint form: has a pleurx catheter with 1 way valve cap leaking that he discovered just today. He went to his doctor's office for help but still needed some technical help.